Event description:
It was reported that the pump was alarming for the entry of the date or time. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date, d4: UDI number and g5 are unavailable. G3: canada. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.